Event description:
Incorrect results reported on 27.29 and cea. Operator ignored a flag (hb) on the instrument which alerted her to a potential problem.

Event description:
Incorrect results reported on 27.29 and cea. Operator ignored a flag (hb) on the instrument which alerted them to a potential problem.